Manufacturer narrative:
The returned device was evaluated and an 0x3d alarm was sounded by the pod, indicating that the step sensor was shorted. Corrosion was noted in the pod. The bottom two batteries had less than the expected amount of voltage. A leak was found on the reservoir opposite the fill port. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage using lighted magnifier.

Event description:
It was reported that the patient's blood glucose (bg) levels read "high" (500 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. Patient reported despite a delivery of a manual injection and a 6 unit bolus through the pod, bg levels remained high. Patient removed pod and additional method of treatment was not provided. The patient's blood glucose insulin history is as follows: (B)(6).